Event description:
When the physician placed the suture needle through the tissue, the needle tore through the tissue easily. After further examination by the physician, the tissue was observed to tear easily in his hands. The tissue was not used on a pt and no further complications were reported.